Manufacturer narrative:
Additional device system component part number: pa017031/0570-0188. The technician was unable to get device to power up. Replaced faulty pxa. Performed 20 scans on aaa phantom and the diameter readings range from 3.3 cm to 3.9 cm which fall in phantom certified value 3.7 cm +/- 15% (3.14 cm to 4.26cm), and scan images look normal. Also volume scans are within phantom certified value with good scan images.

Event description:
The customer stated that they are getting inaccurate low aorta diameter measurements from the aortascan.